Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter cannula was found damaged during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer complaining that the cannula was damaged, which made it difficult to perform venipuncture."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter cannula was found damaged during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer complaining that the cannula was damaged, which made it difficult to perform venipuncture."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one retracted unit, a needle cover, and a catheter adapter assembly. In addition, five photographs were received which displayed similarities to that of the returned unit. Through the visual examination, there was no physical or mechanical damage observed. Further microscopic inspection of the catheter and cannula was performed. Both the catheter tip and cannula tip were acceptable per specification. There were no burrs or rough edges were observed. The uneven surface observed on the catheter tubing in the customer photos was found to be a fluid, most likely lubrication, inside the catheter tubing and could be manipulated by feeding a wire through the inside of the catheter. A painful penetration can be caused by the following: physical defects to catheter and/or needle that affect their shape, such as rough edges or burrs. Excessive needle and catheter penetration and drag forces difficult threading due to not following IFU. A device history record review showed no non-conformances associated with this issue during the production of this batch.